Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "damage to blood vessels, hematoma, delayed wound healing and/or infection." Number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 20 states, "persistent pain."

Event description:
It was reported a patient enrolled in a clinical underwent a left partial knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to internal bleeding in the knee, pain and implant slipping out. All components were removed and replaced with a total knee system.